Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose level was 504 mg/dl which was addressed by administering a manual injection. Reportedly, customer load new pump supplies to resolve the issue.